Manufacturer narrative:
D4: corrected the serial number and UDI.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 serial number updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A (B)(6) male presented with acute myocardial infarction complicated by cardiogenic shock (scai stage d). The patient was evaluated for surgical revascularization and the device was implanted as a bridge to coronary artery bypass grafting (CABG).the device was successfully implanted without reported procedural complications. No additional detailed clinical course or hospital documentation was provided to the manufacturer. During follow-up communication with the treating team, it was mentioned that the patient experienced a stroke during the hospitalization. The team also reported that the patient was successfully weaned from the device on day 8 post-implant.no further information regarding diagnostics, treatments, patient condition after weaning, or ultimate clinical outcome was made available.